Manufacturer narrative:
MFR date will be provided in a f/u when available. Sorin group (B)(4) mfrs the stockert s5 gas blender. The incident occurred at (B)(6). This medwatch report is being filed on behalf of sorin group (B)(4). Sorin group (B)(4) received a report that, during the procedure, the air flow on the gas blender was set at 2.0 lpm but then fluctuated between 1.4 and 1.2 lp. A warning message "incorrect gas mix" was displayed. The gas blender was then turned off and back on. The gas lines were checked and moved to another source. The problem continued. The device was removed and the case continued using oxygen only. There was no injury to the pt as a result of this incident. There was no report of injury to the pt or additional medical intervention required as a result of this incident. Sorin group (B)(4) has requested that the pump be returned for eval. The investigation is ongoing. A f/u report will be filed when the investigation is complete.

Event description:
Sorin group (B)(4) received a report that, during the procedure, the air flow on the gas blender was set at 2.0 lpm but then fluctuated between 1.4 and 1.2 lp. A warning message "incorrect gas mix" was displayed. The gas blender was then turned off and back on. The gas lines were checked and moved to another source. The problem continued. The device was removed and the case continued using oxygen only. There was no injury to the pt as a result of this incident.